Manufacturer narrative:
B2: was updated as the information suggests that the surgery was related/caused by the device. H6: codes were updated to provide the most accurate information about the foot surgery, feel wearing off/skin graft, and the patient's fall. All codes were updated to reflect the information accurately. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that their ins was implanted, there was damage done to pt that caused them to lose all motor and sensory in their left leg from the knee down. Caller stated that they are just now beginning to gain back their sense of feeling after 20 years. Caller also mentioned that they have had skin grafting done because the their whole heel wore off twice. Caller stated they have also fallen which led to them needing foot surgery. Furthermore, caller commented that they like the stimulator but the harm that was done to them while implanting the stimulator has put them out of work and has costed them thousands of dollars after the fact. Caller stated that their hcp did not know why the pt lost feeling in their leg. Caller commented that they like how the scs therapy has worked for them. Caller stated that pt's hcp does caller also mentioned that a surgeon messed up in a surgery that they had done about 10-12 years. Ago. Caller stated that they do not have a managing hcp but saw a doctor recently who advised them to have their ins reprogrammed. An email was sent to the field for visibility in the associated case (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that their ins was implanted, there was damage done to pt that caused them to lose all motor and sensory in their left leg from the knee down. Caller stated that they are just now beginning to gain back their sense of feeling after 20 years. Caller also mentioned that they have had skin grafting done because the their whole heel wore off twice. Caller stated they have also fallen which led to them needing foot surgery. Furthermore, caller commented that they like the stimulator but the harm that was done to them while implanting the stimulator has put them out of work and has costed them thousands of dollars after the fact. Caller stated that their hcp did not know why the pt lost feeling in their leg. Caller commented that they like how the scs therapy has worked for them. Caller stated that pt's hcp does caller also mentioned that a surgeon messed up in a surgery that they had done about 10-12 years. Ago. Caller stated that they do not have a managing hcp but saw a doctor recently who advised them to have their ins reprogrammed. An email was sent to the field for visibility in the associated case (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient noticed that group b was too strong in the knee for them and went to get reprogrammed about 7-8 months ago, but now had trouble changing between groups. Technical services (tss) showed the pt how to charge groups and explained basic controller function. Pt was successfully able to charge from group b to group c. Pt stated they honestly, could not feel much of anything when it came to the therapy, but then contradicted their own statement by saying they felt the therapy in their knees and stomach. Pt stated sometimes they felt on one side, but not the other side. Pt stated sometimes therapy showed up in stomach. Pt stated they could feel something under their skin. Pt stated they had trouble with the unit placed in 2016 where they would feel therapy in stomach and "maybe the leads migrated." Pt stated the implant surgery they had most recently lengthened their scar and pt had other scars and extended their scars. Pt stated the last implant surgery was "intense" and said above the braw line as cut now. Pt stated they got the ins and had "no support." Pt stated nerve damage cause loss of all feeling from knee down on left side and no sensory in left foot - issue occurred after implant in 2004. Pt stated they had 4 skin grafts from their back and heal because they do not feel anything in foot. Pt said the lose their whole heal when they put tennis shoe on but they cannot walk without shoes. Pt said they had to "listen" for their foot to strike the ground because they cannot feel when it strikes the ground anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Patient mentioned they had a major medical injury 20 years ago where they have no sensory in left foot, and they are in pain and in a panic because medtronic is 'refusing their MRI.'

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.